Manufacturer narrative:
Additional information. The complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. The visual inspection indicated damage to the suture system; the loops had been broken off. No functional test is applicable for this device. The most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament arthroscopy the tightrope tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.